Manufacturer narrative:
The technician found that the hydraulic fluid keeps building up behind the head hi low valve, bypassing the rubber o-ring designed to stop the hydraulic fluid. The technician replaced the head hi low valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head of the bed will not rise. No patient injury.